Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a recent ventricular (lv) lead threshold test for this cardiac resynchronization therapy pacemaker (crt-p) showed an elevated lv threshold measurement of 2.4v@1ms, and lv output was 3.5v@1ms. Additionally, review of the presenting electrogram (egm) appeared to show lv loss of capture (loc). Technical services (ts) discussed troubleshooting options, recommending further threshold testing in-office. This crt-p system remains in service. No adverse patient effects were reported.